Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). The device history record (DHR) for the disposable cuff with plc and protective sleeve, 24 in. (61 cm) - sp, sb, part number: 60707515400, review could not be performed as a lot number was not provided for the reported event. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during operations, the disposable cuff started to leak air. No adverse events were reported as a result of this malfunction.